Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407645 lead implanted: (B)(6) 2004. (B)(4).

Event description:
A competitor reported that the patient was in the hospital with a heart rate in the 30s, and that there was no magnet response and no pacing noted on telemetry. The device started to interrogate, with model number and eri (elective replacement indicator) displayed on the screen, but it could not be interrogated further. The device was to be explanted and replaced as soon as possible. No further patient complications have been reported as a result of this event.